Event description:
It was reported that an infusor patient control module (pcm) leaked from the back side of the pcm chamber. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured november 21, 2013 to november 25, 2013. As the sample was not returned, a device analysis cannot be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.